Event description:
It was reported that hospital opened shipment of one box of (B)(4), they noticed that seven of the a wempoules were damaged on delivery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.